Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to acute tissue reaction and pain. Operative report further noted fluid and brown staining of the pseudocapsule. During the procedure, it was noted the head was cold welded to the stem. While removing the stem, the greater trochanter fractured. The modular head, acetabular cup, and femoral stem were removed and replaced and cables were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-04769 / 04770 & 2015-01876 & 01931).